Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, several months ago, after filling a cartridge with 300 units of insulin, and delivering some insulin, the insulin gauge remained static. There was no impact to the customer's blood glucose level.